Event description:
The customer had reported that the light intermittently would not turn on during inspection for use involving an olympus xenon light source. Opening and closing the door allowed the lightbulb to work, but it stopped working without any movement. There had been no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.